Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged, and the customer intermittently experienced difficulty with inserting the cable into the usb port of the pump in order to charge the pump battery. Reportedly, the port appeared to be crushed. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.